Event description:
The manufacturer received information alleging headaches, watery eyes, blocked sinuses, gastroesophageal reflux, dry eyes, apparent rosacea of a blow, thoracic pressure, lack of air at night, tachycardia, feeling of suffocation, startle, coughing, dry nose, fatigue, irritability, sleepiness, stiffness in the neck, nape of the neck related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.